Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had x mark with and arrow towards the book. Customer stated that there was stuck button error alarm was displayed before open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. No critical pump error alarm noted during testing.